Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, an image flickered because communication failure occurred due to faulty cable. It is likely that water entered from the damaged cable sheath, resulted in deterioration of the cable. The cause of why water entered the cable sheath could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed because the cable unit was twisted. Additional issues were identified during the device evaluation: due to damage on the buttons, the switches could not be pressed smoothly; due to damage on the cable unit, water tightness was lost; and damage was found on the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during device preventive maintenance, the image on the camera head was found to be flickering. There was no procedure or patient involvement.